Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826631) was implanted on (B)(6) 2022. On (B)(6) 2022, the microsensor icp readings suddenly became abnormal with icp reading of -99mmhg. Then the physician retrieved the microsensor and stop monitoring.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - the product 826631 for lot 6042365 (sn (B)(6), and the lot met specifications when released. Failure analysis - the issue of the complaint was not confirmed: no visible damage to the millar sensor, catheter material or connector. The icp express read 487. The device passed electronic, noise, linearity/hysteresis and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set up of the device. .

Event description:
N/a.